Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The product was used according to labeling but a confirmed malfunction occurred. The issue was confirmed in-house for architect total b-hcg reagent lot 66912jn00. An under-recovery of analyte was apparent in the e-f span of the calibration curve for lot 66912jn00. The root cause was determined to be related to a document deficiency in the manufacturing formula which caused the rounding down of the calculated volume of conjugate concentrate added to the conjugate bulk from 0.0014l to 0.001l. This resulted in a 29% under addition of conjugate concentrate to the conjugate bulk and a subsequent change in the calibration curve shape for architect total b-hcg reagent lot 66912jn00. An assessment of all conjugate and microparticle bulk manufacturing documents was performed for the presence of calculations that allowed rounding errors at certain batch sizes which result in the under or over addition of concentrate to the bulk conjugate/microparticle solution. It was determined that the training course ((B)(4)) rounding of significant figures had been revised to include an instruction to round to three decimal places. The introduction of this instruction is the cause of the issue. Training presentations will be updated to remove the instruction to round to three decimal places and replace it with an instruction that the number of decimal places in the calculation is no less than can be dispensed by the equipment used or unless otherwise stated in the mf of scp.

Event description:
The account stated that in 2009 discrepant architect total b-hcg results were obtained on a pregnant woman. The patient had previously been tested 48 hours earlier with a result of 183,000 miu/ml. The results from the same day were as follows: initial result was 14,035 miu/ml; second result was >15,000 miu/ml (diluted 1:15); third result was 219,107.47 miu/ml (diluted by analyzer 1:15); fourth result was 45,445.54 miu/ml(diluted manually 1:5) and 227,227.7 miu/ml (diluted 1:15 by analyzer) the customer reported the final result of 227,227.7 miu/ml. There was no report of impact to patient management.